Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj.  In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the annular rupture was most likely caused by a calcification spike puncturing the annulus. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards european affiliate, during a 26mm sapien 3 case by tf approach in the aortic position. The patient¿s eoa was 544mm² but severely calcified; therefore it was decided to use a 26mm valve although valve area calculations indicated a 29mm valve. The valve was well implanted without issues, however, a pericardial effusion was detected post implant. The effusion was punctured but only very little liquid was aspirated. A small annulus rupture was detected and it was decided to convert the patient to open surgery. The annulus could be repaired without explanting the sapien 3 valve. One day post op the ECMO was already removed and the patient is doing ok. The doctor said that a calcification spike punctured the annulus.